Event description:
On b)(6) 2013, the patient¿s mom/reporter contacted animas on behalf of the patient to report that the patient had low blood glucose reading of 38 mg/dl and felt dizzy. At the time of concern, the patient received a loss of prime issue. He was able to resolve the issue while still being connected to the pump. Reportedly, he felt a discomfort like he was getting a large bolus. At the time of concern, the patient claimed he did not dispense any insulin. The patient subsequently felt dizzy when he tested at 38 mg/dl and took self treatment with 30 grams of glucose and ate food. At the time of the call to animas, his blood glucose was at 128 mg/dl. Troubleshooting indicated there was no bolus insulin delivery at the time of concern. There was no product misuse. The potential inaccurate insulin delivery could not be resolve. The date and time was accurate. This complaint is being reported because the patient had low blood glucose reading below 40 mg/dl while there was an alleged inaccurate insulin delivery issue. The animas product was replaced and requested back for investigation.

Manufacturer narrative:
The pump has been returned to animas for evaluation; however, product investigation has not been completed. Once evaluation has been completed, a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: no defect was found. Pump found to be operating within required specifications and delivering accurately. Pump records show the last bolus and the last basal were delivered on (B)(6) 2013. No activity related to the complaint was recorded in pump history; only typical usage was observed. The delivered boluses and basals add up correctly to total the tdd. Pump passed a (B)(4) flow accuracy test . No alarms occurred during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.